Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with low speed advisories. Log file submitted captured low speed events and a couple transient driveline fault events on (B)(6) 2021, which occurred while using the power module. The patient was on heparin and bicarb drops for possible hemolysis with elevated ldh 936 u/l. The patient is trending down and ldh (lactate dehydrogenase) now 804 u/l. No other signs/symptoms of hemolysis, except elevated ldh. The patient was to be kept on ungrounded cable and were obtaining x-rays. The cable the patient was on during the alarm was a hospital cable and was to be replaced. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline fault alarms and low-speed events. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) .could not be conclusively established through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed a transient power elevation up to 15.7 watts were recorded on (B)(6) 2021 associated with an elevation in power. 2 yellow wrench advisories associated with 2 driveline faults were captured on (B)(6) 2021 which were silenced. These driveline faults appeared to result from an issue with phase 1. The other phases did not appear to contribute to the fault. Also, the submitted log file captured multiple low-speed events on (B)(6) 2021 between 05:21:13 and 05:35:22. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. 85 pi events were also recorded throughout the log file. The account communicated that the patient presented with low-speed advisories. The account also reported that the patient was on heparin and bicarb drops for possible hemolysis with elevated ldh of 936 u/l. According to the account, the patient is trending down to 804 u/l. The patient was to be kept on ungrounded cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low-speed events and driveline faults. The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 14aug2015. No further information was provided. The manufacturer is closing the file on this event.